Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined.